Event description:
It was reported that the patient experienced a lead migration of 2cm at implant and had to undergo a lead revision. Additional information has been requested, but was not available as of the date of this report.